Event description:
The 3.5mm lcp reconstruction plate broke 5 weeks postoperatively.

Manufacturer narrative:
Investigation could not be concluded as no device was returned. Synthes is unable to determine manufacturing date without a lot number.